Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that their controller is not working. Caller stated that on thursday or friday they saw a message that said software problem with numbers 1-5 on it. Caller stated that ever since then when they try to recharge the implant they see a message to replace the controller batteries. Caller added that they tried for a couple days but couldn't get the controller to charge anything. Agent had caller reset the controller battery. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Caller unlocked the controller and saw no device found. Caller connected the recharger and initiated a recharging session but saw batteries low, replace the controller batteries soon. Caller tried to start again but the controller would not advance past "looking for device." The issue was not resolved. An email was sent to the repair department to replace the controller. Patient called back and received the replacement controller but the battery didn't fit. Agent reviewed with patient to used the old controller's back cover. Back cover fit into the replacement controller. Patient called back and repeated previously documented information. Patient mentioned they got the controller and controller showed software problem 1-intellis, 2-3.6, 3-243, 4-qf_port. Agent walked patient through resetting the controller; patient re-inserted the battery pack and controller showed software problem. Agent walked patient through resetting the controller; controller showed set up screen then showed connect the recharger. Patient re-inserted the li battery pack and confirmed a green flashing light. Agent instructed patient to start a charge session; controller showed no device found then implant went into passive recharge mode with numbers 85-85-87. Controller showed 80% and implant 60% recharging good. Controller showed poor recharge quality, patient repositioned the recharger and implant showed recharging implant. Patient denied any recent falls/trauma. Patient mentioned they haven't had stimulation in 4 days and patient confirmed they were able to turn stimulation on. Patient mentioned it feels like their implant shifted farther to the left instead of over the scar. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they see a chiropractic once a week that uses an activator. Patient mentioned this was the 4th controller they had.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6); product type product ID 97745nt lot# serial# (B)(6); product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.